Manufacturer narrative:
.

Event description:
It was reported that the pt's intrathecal drug delivery pump was implanted and filled in 2007. The pt went in for the first refill in 2008, and all the original morphine was withdrawn from the pump. The pt had been experiencing pain when doing chores in the yard; the pain is tolerable at home. The pt was in bed and "could not move due to the intensity of pain". The pt had been taking more oral morphine during the time. The pt is scheduled for a dye study. Add'l info has been requested but was not available on the date of this report.